Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results.

Event description:
It was reported that the dpt (disposable pressure transducer) did not provide reliable data of the patient's pressure. Values provided were lower than the real values. Additionally, the dpt did not work when connected to interface. It was indicated that it was not possible to obtain iap (intra-abdominal pressure) nor cvp (central venous pressure). The rest of the equipment used was verified and changed (monitor and interfaces) but the issue persisted. Calibration of the equipment (monitor and interfaces) was done and they were found valid. Then two new dpts of same model and lot were used and the event persisted, these two devices were discarded. Cpv monitoring was suspended due to equipment failure. Patient status after the event; the patient was in the normal course of the pathology. The patient was treated by changing the dpt by another one. There was no consequence for the patient.